Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient "fell on the butt part and tried to get it to work and it wouldn't work". It was noted that the patient had her first fall about 2 years ago, but the implantable neurostimulator (ins) still worked after that. The patient then fell again about 5 months prior to the report and the ins stopped working at the same time. The reporter noted that the problem was that the implantable neurostimulator recharger (insr) wouldn't charge. No further information was provided. If additional information becomes available, a follow-up report will be submitted.